Event description:
The customer received questionable results for multiple assays from (B)(6) 2015 through (B)(6) 2015. Of the data provided, only the vancomycin result for one patient sample was a reportable malfunction. The initial result was 1.7 ug/ml and the repeat result on another analyzer was 27.1 ug/ml. The erroneous result was not reported outside the laboratory. The repeat result was believed to be correct. The patient was not adversely affected. The reagent lot number was 60435001 with an expiration date of (B)(6) 2015. The field service representative determined the customer was using sample racks with no inserts causing small diameter tubes to tilt. He replaced the inserts in the racks used for small diameter tubes. He successfully ran precision testing and the customer was satisfied with results. The customer stated they used the inserts but she was unaware that one of the techs had removed the rack inserts from one of the racks.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.